Event description:
Device 1 of 3. Reference MFR report 3006705815-2019-00138. Reference MFR report 3006705815-2019-00139. It was reported that the patient experienced ineffective therapy after a fall which caused the leads to migrate. As result, surgical intervention was taken to explant and replace the leads. Issue has been resolved.